Event description:
Translation: dear ladies and gentlemen! Last week I bought the active cross universal brush heads from dm's own brand dontodent in (B)(6). Unfortunately, yesterday when the first brush was used, a large number of bristles came loose.